Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced na electrodes, co2 electrodes and cl electrode tip to resolve the issue. The fse performed ise calibration integrity assessment and ise verification assessment, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported questioning patient results for ion selective electrode (ise) including sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to negative anion gaps on their dxc 600i clinical chemistry analyzer. The customer repeated the patient sample on another analyzer and reported the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.